Event description:
Pt used freeze off once on their middle finger. The finger became swollen and looked like it had a chemical burn. Pt was taken to dr to seek medical treatment due to intense pain. The pt has no known allergies or medical conditions. Customer indicated that the product was used for 45 seconds and done in accordance with directions. The dr gave the pt pain killer, wrapped the area, cleaned it, and said that it was a chemical burn. The area was all bubbled up like a blister (which is an expected reaction). The wart was on the inside of their finger, and the whole finger, on the opposite side of where the wart was treated is purple.